Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint no image was confirmed. Based on the results of the investigation, blackout and shows no images.(not restores) and noise occurs (horizontal noise, grid noise, vertical noise) and the image temporarily becomes invisible were likely occurred due to the disconnection of the image sensor unit or poor contact at the electrical contact point of the video connector. However, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparo-thoraco videoscope had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.